Manufacturer narrative:
The field event was confirmed. Visual inspection showed that ventricular septum was damaged, and septum material was found inside of the setscrew inset. The damaged septum is consistent with improper insertion of torque wrench by the user. Septum material inside of the inset prevented the torque wrench to be fully engaged in the setscrew inset and thus caused the stripping.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. The pacemaker screw could not be tightened. The pacemaker was not implanted. The patient was stable.